Manufacturer narrative:
Recall: continued: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged their system in over a year due to pain at the ipg site (reference MFR. Report#1627487-2018-11965). Reportedly, the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced to address the issue. Therapy was restored postoperatively and the issue resolved.